Manufacturer narrative:
The tech inspected the bed and found the bed exit was working correctly, speaker worked properly and the light flashes when bed exit is initiated. The tech provided training to the nurses for setting the bed exit system.

Event description:
The account stated the pt was sitting on the seat of the bed with the bed side toilet in front of her. The pt had a cast on her leg and was trying to get up on her own and fell over toilet. The pt was not supposed to get up without help. The pt was given CT scan of her head twice and ran inr labs. The CT was ok, inr was elevated.